Event description:
It was reported to philips that the system's image processing computer was unable to boot up, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.